Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and experienced rupture on the left side postoperatively. Rupture was confirmed via ultrasound. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 300cc, catalog number: 3507300mc, serial numbers: (B)(4) on (B)(6) 2020

Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the patient experienced bilateral capsular contracture baker grade iii (r) and baker grade ii (l). This report is for the left side. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Corrected data: the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).